Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt presented to the emergency room with abdominal distension, pain, chills and hot flashes. The pt was able to move all extremities and did not report any issues urinating or defecating. Abdominal pain is present with or without stimulation. Follow-up identified as of (B)(6) 2013 the pt was still hospitalized having diagnostic testing. The pt was transported to (B)(6) medical where the implanting physician has privileges. The pt has a cardiac history and would like the stimulator removed. Swelling in the feet was worsened and is believed to be gout. Follow-up further revealed the scs system was explanted on (B)(6) 2013. Abdominal pain and swelling in the legs showed improvement by the following day.